Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported that the pump alerted about occlusion (e4 error messages) several times. On 12/30/2023, the patient was brought to the hospital because her blood glucose level was 500 mg/dl, having hyperglycemia symptoms and throwing up. No bolus could be delivered, as the pump alerted with occlusion messages. The patient was hospitalized until (B)(6) 2024, but no information regarding treatment was provided. At the hospital all accessories were changed but the pump continued to display occlusion. The pump was disconnected from patient. The current condition of the patient is good.